Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation selection investigation site: cq zuchwil selected flow: functional - unable to disassemble visual inspection: the plate and the screw were returned in an assembled condition. The plate shows slight scratches, otherwise the rest of the implant is in a good condition. The stardrive of the screw is slightly damaged. Functional test: an internal functional test with another screwdriver was performed. The complaint condition was in this constellation unconfirmed, as the screw could be detached and attached to the plate as intended. The problem as per complaint description could not be replicated during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Summary: the plate and as well the screw are rated as unconfirmed, since the articles have passed the functional test as described above. In hindsight and with the provided information, it is not possible to determine the exact cause of the complained issue. Based on the visible damages, we only can assume that possibly a stripped/worn screwdriver was used, or the screwdriver tip was not fully inserted. Another reason could be that during the operation an application error may have taken place. Please refer to the current technique guide ¿dsem/trm/0614/0098(3) 04/18¿. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot . Part: 04.168.000s , lot: 4l16897 , manufacturing site: grenchen, release to warehouse date: april 10, 2019, expiry date: april 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 1 report as july 19, 2019 but should have been september 05, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is synthes sales consultant. (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent an initial surgery with femoral neck system (fns). On an unknown date, the hospital confirmed the cut-out of the implants. On (B)(6) 2019, the patient underwent a removal surgery. The surgeon could not remove the locking screw with a driver and could not remove the screw. The surgeon could remove the screw only after the surgeon connected an insertion handle to the plate. The patient was under no-weight bearing for three months after the surgery because patient had paralysis on the affected side. Surgeon reported that healing was not in progress under observation. No further information is available. This report captures the difficulty in removal of the locking screw in reoperation while the related complaint (B)(4) reports the postoperative event of implant cut-out. Concomitant device reported: unknown screwdriver (part# unknown, lot # unknown, quantity 1), insertion handle  (part# unknown, lot # unknown, quantity 1). This report is for one (1) femoral neck system plate 1 hole. This is report 1 of 2 for complaint (B)(4).